Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the ICD had, in fact, withheld therapy inappropriately by detecting svt as opposed to ventricular tachycardia (vt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) as opposed to supra ventricular tachycardia (svt) and delivered therapy inappropriately to the patient. Troubleshooting steps were taken to no avail. The ICD remains in use. No further patient complications have been reported as a result of this event.